Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in (B)(6) reported the occurrence of false susceptible fluconazole result (mic <=0.5 ug/ml) for candida albicans in association with the vitek® 2 ast-ys08 test kit. Retest via vitek® 2 ast-ys08 provided the same result. The customer sent the strain to a reference lab and received a result of mic >= 64ug/ml (resistant) for fluconazole. The customer stated the discrepant ast-ys08 fluconazole susceptible result was reported to the physician; the result was subsequently corrected to resistant following receipt of the reference lab result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed using the isolate submitted by the customer. This investigation was initiated due to discrepant fluconazole (flu) results for candida albicans in association with vitek® 2 ast-ys07 and ast-ys08 cards. For the vitek 2 ast-ys08 test kit (the subject of this report), investigational testing included: - identification of the isolate was confirmed as candida albicans. - broth microdilution (bmd), the reference method used for the development of fluconazole, obtained a flu result mic </= 0.125 mg/l susceptible (visual reading was confirmed by an automatic reading). - vitek 2 ast-ys08 card (customer lot 2880150203 and random lot 2880297203) obtained flu mic </= 0.5 mg/l susceptible on both lots tested. The investigation concluded the vitek 2 ast-ys08 test kit performs as intended.

Event description:
This issue was initially reported when a customer in (B)(6) had notified biomérieux of the occurrence of false susceptible fluconazole (flu) result (mic <=0.5 ¿g/ml) for candida albicans in association with the vitek® 2 ast-ys08 test kit. Retest via vitek® 2 ast-ys08 provided the same result.